Event description:
A pharmacy tech called to report an alarm on the blue station pumping 126ml of pool lytes; the family was 'other'. Technical support asked tech. To clean the electrodes and change the family to 'lytes'. The pharmacy technician was able to compound successfully after that, however, the pharmacy technician stated that there was an overfill on the yellow station pumping 971ml nad 1.00 spgr of water, and it pumps 989, which is within the 5% tolerance. The pharmacy technician did not feel comfortable with this amount, and requested a swap.